Manufacturer narrative:
A tosoh technical support specialist (tss) assisted the customer with the reported event. The customer indicated that the analyzer was last calibrated (B)(6) 2024. The tss instructed the customer to recalibrate, which resolved the issue. After recalibrating, the customer results passed. The customer validated the analyzer by successfully performing quality control run without error and within acceptable range. No further action required. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through the aware date of event for similar complaints was performed for serial number (B)(6) . There were no similar complaints identified during the search period. The ca 19-9 analyte application manual states the following: limitations of the procedure the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack ca 19-9, the highest concentration of ca 19-9 measurable without dilution is 400 u/ml, and the lowest measurable concentration is 1.0 u/ml (assay sensitivity). Although the approximate value of the highest calibrator is approximately 400 u/ml, the exact concentration may be slightly different depending upon the lot. The assay specification, assay range high, should be defined as the upper limit of the assay range, 400 u/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Specimen collection and handling serum or heparinized plasma is required for the assay. Edta and citrated plasma should not be used. No special patient preparation is necessary. When using serum, a venous blood sample is collected aseptically without additives. Store at 18 - 25 °c until a clot has formed (usually 15 - 45 minutes), then centrifuge to obtain the serum specimen for assay. To use heparinized plasma, a venous blood sample is collected aseptically with the designated additive. Centrifuge and separate plasma from the packed cells as soon as possible. Samples may be stored at 2 - 8 °c for up to 24 hours prior to analysis. If the analysis cannot be done within 24 hours, the sample should be stored frozen at -20 °c or below until analysis. Repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to assay, slowly bring frozen samples to room temperature (18 - 25 °c) and mix gently. The sample required for analysis is 50 l. The most probable cause of the reported failed api sample was not determined, cause not established.

Event description:
A customer reported failed american proficiency institute (api) 2024 chemistry core 1st event proficiency on one (1) out of five (5) ca 19-9 samples on the aia-2000 analyzer. The customer's api failed the result for sample tm01, 120.4 u/ml (expected range 83.6 to 99.9 u/ml), however tosoh had an acceptable result for same sample tm01 , with a result of 90.4 u/ml. In addition, the customer also stated that quality control (qc) was within range and have not seen any trends. A technical support specialist (tss) assisted the customer over the phone with the reported event. There is no indication of any patient intervention or adverse health consequences due to the reported event.